Manufacturer narrative:
The complaint for unable to elongate implant to reposition/implant caught on anatomy was confirmed with objective evidence based on the evaluation of the complaint unit. Investigation suggests that the implant catheter center lumen underwent tensile load and became damaged at multiple locations along the distal shaft. This reduces the tensile integrity of the implant catheter and allows the implant catheter to excessively stretch. The excess stretch prevents the implant from fully opening and elongating. A DHR review revealed that the complaint unit underwent 200% inspections for implant elongation and passed all inspections. There were no tensile failures during product verification testing. Additionally, a review with the edwards clinical specialist onsite at the case determined the implant was able to elongate and function successfully during device preparation, the product investigation was unable to determine where the damage to the implant catheter occurred. A definitive root cause for this type of implant catheter damage is unable to be determined at this time.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral position where the physician was steering successfully into the valve but when going into the ventricle, it was noticed that the clasps were falling by themselves, and the implant was closing and elongating by itself. There was also limited control over the paddle knob. Hence, after discussion, it was decided to abort and bail out. During bail out the device struggled with elongation and with clasp control. The device was able to be successfully removed after trouble shooting. The device was bailed out, the guide was replaced, and went in successfully with a second device. There was no patient injury reported.